Manufacturer narrative:
Citation: butter c et al. Clinical utility of intraprocedural three-dimensional integrated image guided transcatheter aortic valve I mplantation using novel automated computed tomography software: a single-center preliminary experience. Catheter cardiovasc interv. 2019 mar 1;93(4):722-728. Doi: 10.1002/ccd.27920. Epub 2018 nov 8. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the reproducibility and accuracy of the computed tomography software valve a ssist 2 in the aortic annulus assessment and report the potential of intraprocedural integrated multi-detector computed tomography imaging for transcatheter aortic valve implantation (tavi). Outcomes following tavi were defined according to valve academic research consortium-2 (varc-2) criteria. All data were collected from a single center between april and may of 2016. The study population included 50 patients (predominantly female; mean age 80 years), 4 of which were implanted with a medtronic evolut r bioprosthetic valve (no serial numbers provided). It was noted that 23- and 29-mm prosthesis sizes were used. Among all patients, 1 in-hospital death occurred. Multiple manufacturers were noted in the literature; based on the available information, medtronic product was not directly associated with the death(s). Among all patients, adverse events included: permanent pacemaker implantation, pericardial tamponade, aortic regurgitation greater than or equal to mild, and puncture site complication. Based on the available information, medtronic product may have been associated with the adverse event(s). No additional adverse patient effects or product performance issues were reported.